Event description:
A dreamstation 2 advance auto CPAP device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and device was not blowing air, did not turn on due to pca was burned. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.